Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had an e228 error message, the image went black for a few seconds, and there was no visibility in the operation field. The issue occurred during a therapeutic cholecystectomy procedure. Monopolar and a high frequency generator was used. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The device was not returned to olympus for inspection. Based on investigation, the complaint was not confirmed due to no device return. The definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.